Event description:
It was reported that insulin gauge on pump was not always correct, as customer stated that cartridge was filled completely but pump sometimes showed incorrect insulin amount. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, planned to call back if needed, remained within warranty, and had started process to obtain new device, while no additional information was received regarding outcome of event.